Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube o-ring. Unit received with partially broken reservoir tube lip. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the plastic ring around the reservoir compartment had came off with a small crack. It was noted that the reservoir did not stay in place properly.